Manufacturer narrative:
A customer in (B)(6) had notified biomérieux of discrepant results for a quality control test when using vitek® 2 gn test kit (reference 21341). The vitek 2 gn card gave an identification of rhizobium radiobacter (98%) and then klebsiella oxytoca (99%) upon retesting. The laboratory tested with another method (versatrek) and obtained an identification of acinetobacter baumannii (96%). The customer reported setting up the strain from blood agar and incubating for 24 hr. No other set up information was provided. The customer also noted that their qc testing of p. Aeruginosa atcc 27853 (not a gn qc strain) provided a result of b. Cepacia; however, no lab report was submitted. An internal biomerieux investigation was performed. The strain was not available to submit for further evaluation. Two lab reports had been submitted. One lab report showed an identification of r. Radiobacter, and the other showed an identification of k. Oxytoca. Both lab reports had nine (9) atypical positive reactions (sac, ado, dmal, dtag, dman, ple, dtre, larl, dsor) for an identification of a. Baumannii according to the gn knowledge base. An increased number of atypical positive reactions can indicate contamination, mixed culture, use of non recommended media or other user set up errors or an atypical strain. Without the strain or raw data, it's not possible to further evaluate the cause of the mis-identification. Vitek 2 gn card lot #2410085403 met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® 2 gn test kit (reference 21341). The customer reported on (B)(6) 2017 the bacterium was identified as rhizobium radiobacter (98%). This seemed doubtful and was retested on (B)(6) 2017 with the same vitek®2 gn card (ref.(B)(4), lot 2410085403). The identification result was klebsiella oxytoca (99%), which was even more doubtful. The laboratory also performed testing using an alternative instrument (versatrek) on (B)(6) 2017. The identification result was acinetobacter baumanii (96%). For all testing 24-hour culture of the same strain was used. The testing occurred during an external quality control test, so there was no patient results impacted or report sent to the physician. There was no delay in reporting results. An internal biomérieux investigation will be initiated.